Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical specialist (fcs) contacted boston scientific's technical services. The fcs reported that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2018 for implant of a model#g151 dynagen crt-d device. During the replacement procedure, device-based induction testing was unsuccessful at 31 joules. There was some ventricular sense dropout during reconfirmation requiring delivery of an external shock. The vf was terminated but the patient developed pulseless electrical activity (pea). Cardiopulmonary resuscitation was undertaken for 20 minutes. During that time, additional external shocks were delivered. Despite emergency interventions, the patient could not be stabilized and died.